Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The sampling line tube had been fractured. Magnifying inspection of the fracture found some burrs had been generated on one side of the tube. Electron microscopic inspection of the fracture cross-section tube revealed the presence of both smooth and rough surfaces with the generation of some streaks on the smooth surface, spreading out toward the rough surface. The sampling line tube was cut vertically on the segment adjacent to the fracture for dimensional check. The inside and outside diameters and the wall thickness were determined and verified to meet manufacturing specifications. Visual inspection did not find any deformation on the outer box. The cushion materials were found to have been deformed. Reproductive testing was conducted. A current product sample was left under the temperature of 4°c and the sampling line tube was exposed to a shock force. The sampling line tube became fractured. Electron microscopic inspection of the fracture cross-section revealed the generation of some streaks on the smooth surface, spreading out toward the rough surface. The state very similar to that on the actual sample was duplicated. A review of the manufacturing record and product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the investigation results, it is likely the actual sample was subjected to a shock force. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture in the line tube of the capiox fx15 device. Follow up communication with the user facility confirmed the following information: when unpacking the actual device, the customer noted that the sampling line tube had been fractured; there was no damage to the outer box; the procedure was completed successfully; and there was no patient involvement.